Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed. Programming changes were recommended. Patient's condition was fine.